Event description:
It was reported that the 2 bd insulin syringes with bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: it was reported by the consumer that 2 syringes when drawing up insulin the insulin leaked out the top of the barrel and was not useable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 10jun2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the 2 bd insulin syringes with bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: it was reported by the consumer that 2 syringes when drawing up insulin the insulin leaked out the top of the barrel and was not useable.